Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the reservoir attempt to be used on the patient? No further information is available. Was air leakage detected? No further information is available. Did the reservoir swell when activating? Or when taken of the packaging? No further information is available. Device return status : the device has been received at sukagawa and will be shipped. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, negative pressure could not be applied and the reservoir remained swollen. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4, h6 component code: g07002 product not confirmed. H3 evaluation: the product was returned for evaluation. Material locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism were in good condition. Plate was able to be open and closed with no issued observed. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Man in accordance with instructions for use (IFU} for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir} is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Machine welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Method reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed, and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.